Event description:
It was reported by a patient that there has been an impedance increase on their leads. The patient requested the device be turned off. The leads remain implanted but are not in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694965, lead, implanted: (B)(6) 2006. (B)(4).